Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that high lead impedance was observed during routine device check several years ago. The chronic lead impedance was increasing over the past several years' time. The lead was testing fine electrically with sensing and capture and was functioning normal. Lead was capped and replaced on (B)(6) 2016. Patient was doing well and will continue to be monitored.